Manufacturer narrative:
(B)(4). G2 : foreign country: canada h6 : mechanical (g04) - drill customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while drilling the pegs, the instrument broke. Nothing fell into the patient. There were no foreign bodies retained. The surgical technique was utilized. There was no surgical delay. The surgery was completed with another device. Attempts have been made and all available information has been provided.